Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representatives. Rep stated the patient reached out to the medtronic representative to ask if the stimulator can cause any loss of feeling in legs. Educated patient on scs label and instructed in contacting her medical team with any medical concerns related to her device.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2024. Product type lead. Product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reports she doesn't think that the loss of feeling in her legs was caused by the device, she thinks it was due to an underlying health condition. She reports no device concern, and since then has turned the device on/off and has realized that it has been helping her pain more than she thought, and it wasn't causing any of the leg symptoms. Rep followed up with patient, patient has no further concerns at this time, and reports receptive to education on contacting representative or her doctor with any future concerns that may arise. The issue has been resolved per patient report.

Event description:
Patient reports she doesn't think that the loss of feeling in her legs was caused by the device, she thinks it was due to an underlying health condition. She reports no device concern, and since then has turned the device on/off and has realized that it has been helping her pain more than she thought, and it wasn't causing any of the leg symptoms. Rep followed up with patient, patient has no further concerns at this time, and reports receptive to education on contacting representative or her doctor with any future concerns that may arise. The issue has been resolved per patient report.

Manufacturer narrative:
H.11: "review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.